Event description:
The physician attempted closure of an arteriotomy site with a perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the procedure with the following findings: vessel condition was noted to be "good" and the site was confirmed to be in the common femoral artery. The vessel size is unknown. It was noted that there was no scar tissue at the groin site. There were no issues with device insertion. Reportedly after deploying the foot and while trying to oppose the foot to the "vessel wall" the device came out of the artery." The patient was taken to surgery for the repair of the vessel. This event prolonged the patient's hospitalization but the number of days is unknown. It was noted that the patient made a "full recovery" and was last reported to be "doing good". Although requested no additional information was provided.